Manufacturer narrative:
The reported event could be confirmed, since the drill bit is broken as complained. The device inspection revealed the following: the visual inspection has shown that the drill bit is broken apart at the crossover from the cutting flutes to the shaft, the breakage is clean and no small fragments were generated. At the cutting edges are many strong nicks and dents on both sides of the edges visible and the tip is at the forefront blunt. These damages indicate that either the use of a blunt instrument, an excessive metallic contact or a combination of both factors did lead to a mechanical overload and finally the breakage of the drill bit. The breakage surface reveals typical characteristics of a brittle fracture i.e. Relatively smoother surface at the center than at the edges. Since the breakage was brittle (sudden) in nature, there is evidence of abrupt features especially by plateau on both sides of the fracture face. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation with the above described damages, the root cause was attributed to a user related issue. If more information is provided, the case will be reassessed.

Event description:
As reported: "during t2 proximal humerus nail surgery the drill broke off. The drill was broken during drilling at proximal a/p locking hole. The broken drill tip was removed by opening a new small wound." Additionally it was reported that there was a 30 minute surgical delay.

Event description:
As reported: "during t2 proximal humerus nail surgery the drill broke off. The drill was broken during drilling at proximal a/p locking hole. The broken drill tip was removed by opening a new small wound." Additionally it was reported that there was a 30 minute surgical delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.